Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the trunk cable connector was severed from the trunk cable. The root cause of the severed cable is physical abuse. The damage is consistent with the reported damage by ems.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital. The patient's nurse reported that the patient was not wearing the lifevest at the time of death. The patient was reportedly brought to the hospital by emts after being treated. The patient's nurse also indicated that the belt cable was severed and that she believed the emts damaged the cable when removing the lifevest. Review of the download data indicates that the patient experienced an appropriate treatment event consisting of seven total shocks. The patient entered vf at 12:53:47 and the response buttons were pressed. It is unknown who pressed the response buttons. The lifevest delivered the first treatment shock in response to vf. The post-shock rhythm was sinus bradycardia at 40bpm followed by asystole. The lifevest delivered a second shock while the patient was in asystole. The post-shock rhythm was vf. The lifevest delivered a third treatment shock in response to the vf. The post-shock rhythm was asystole. The patient remained in asystole for approximately 1 minute before spontaneous return of cardiac activity that degraded to vf. The lifevest delivered the fourth through sixth shocks in response to vf. The post-shock rhythms were severe bradycardia at 10-15bpm. The lifevest delivered the final seventh shock during bradycardia at 10bpm. The post-shock rhythm was sinus bradycardia at 30bpm. The patient then entered sinus rhythm that soon degraded to vf for 42 seconds with autotermination to sinus bradycardia at 50bpm. Monitoring of the patient was interrupted due to a communication error, likely when the electrode belt was severed by ems.